Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to flattened button dome switch. No button error alarm during testing. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with normal operating currents. The insulin pump was monitored and no off no power or weak battery alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm and off no power alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 124 mg/dl at the time of incident. The customer performed rewind and self-test prior to the call and no errors occurred. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not dropped or bumped prior to the event. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.